Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one extended opening and red particles material was found on the shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: one striated opening. Based on the device analysis the final assessment is: one extended striated opening assessed as surgical damage. Reoperation is not applicable as the event occurred during implantation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "prosthesis ruptured occurred at the moment of implant." There was contact with (patient¿s) skin, but there was no extravasation in the breast pocket.